Manufacturer narrative:
A partial lead measuring 27.3cm was returned for analysis. External insulation abrasion was noted at 6.6-6.9cm, 9.1-11.0cm, and 9.5-9.7cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions under the rv shock coil were noted at 5.0-5.1, 5.2-5.3cm, 5.7-5.8cm, and 6.2-6.3cm from the distal tip electrode. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to noise. Patient was fine after procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.